Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic surgery, the device would not release from the lung after the firing. A bigger specimen had to be removed. Another device was used to remove the closed device along with specimen. The second device was used to complete the procedure. No adverse consequences reported.